Event description:
Seven years after getting silicone implants, I started having health issues such as memory loss, brain fog, inflamed ganglion, hair loss, itp, rheumatoid arthritis, joint pain, muscle pain, extreme fatigue. This aggravated in 2015 and worsen in 2016. Ever since my symptoms continue. (B)(4).